Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument had "false positives." Customer reported that they are witnessing suspected false positive results for adenovirus while running the enteric viral panel assay. Customer run data was provided to bd service and quality for further analysis, which revealed evidence of a potential contamination issue or optical crosstalk. No action was taken after consultation with the customer as they are mainly running this instrument for a different assay. Customer will follow-up with bd when they would like to have field service look at the instrument. This complaint is confirmed by service & quality. The root cause cannot be determined with the information provided. Sample analysis consisted of customer instrument run data files. Analysis by bd quality indicated potential environmental contamination or optical crosstalk. Review of device history record for instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument and no additional cases were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, a false positive result was obtained. There was no report of patient impact. Assays used: bd max enteric viral assay the following information was provided by the initial reporter: max calls an adeno positive and curve appears positive, but on re-run with a known positive the curve will be flat (axis scale misleading). Positive results are confirmed before being released so this result was negative on confirmation method and not reported incorrectly. This target seems to be super sensitive.

Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, a false positive result was obtained. There was no report of patient impact. Assays used: bd max enteric viral assay. The following information was provided by the initial reporter: max calls an adeno positive and curve appears positive, but on re-run with a known positive the curve will be flat (axis scale misleading). Positive results are confirmed before being released so this result was negative on confirmation method and not reported incorrectly. This target seems to be super sensitive.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k111860, k130470. E1. Initial reporter facility name: waikato hosp distribution ctr meade clinical ctr lvl b1 gate1. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.